Manufacturer narrative:
H4: the lot was manufactured between february 22, 2023 - february 23, 2023. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate foreign matter was observed in the returned samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black and white foreign matter was observed on two (2) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags. The location of the foreign matter was potentially at the administration port; however, the exact location was not known. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.